Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Overnight the patient was having chest pain and it discovered that they had a pericardial effusion. The physician performed a pericardial tap and the effusion resolved. The patient was discharged home fully recovered from this event the next day.